Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 32-year-old female patient who had essure (batch no. A36514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain, ovarian cyst ruptured, migraine, headache, hypertension, depression, irregular menstruation, decreased appetite, pain in thigh, pelvic pain, nabothian cyst, abdominal pain, rectal bleeding, uterine enlargement, uti, amenorrhea, nausea, adnexa uteri pain, menorrhagia, metrorrhagia, painful intercourse, adenomyosis, endometrial biopsy, hot flashes, dysmenorrhea, endocervical squamous metaplasia, incision site pain, rash trunk and urinary retention. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced ovarian cyst ruptured ("tubes), tumor / teratoma / cancer: ovarian cysts ruptured"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced abdominal pain ("abdomen pain"), pain in extremity ("pain legs"), back pain ("back pain"), dry skin ("dry skin"), pruritus ("itchy dry skin") and swelling ("lots of swelling"). The patient was treated with surgery (total hysterectomy (full) and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia, migraine, pain in extremity, back pain and dry skin had resolved and the dysmenorrhoea, ovarian cyst ruptured, pruritus and swelling outcome was unknown. The reporter considered abdominal pain, back pain, dry skin, dysmenorrhoea, dyspareunia, menorrhagia, migraine, ovarian cyst ruptured, pain in extremity, pelvic pain, pruritus, swelling and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Lot number: a36514, manufacturing date: 2012-08, expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content was received: event lots of swelling and new reporter were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 32-year-old female patient who had essure (batch no. A36514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain, ovarian cyst ruptured, migraine, headache, hypertension, depression, irregular menstruation, decreased appetite, pain in thigh, pelvic pain, nabothian cyst, abdominal pain, rectal bleeding, uterine enlargement, uti, amenorrhea, nausea, adnexa uteri pain, menorrhagia, metrorrhagia, painful intercourse, adenomyosis, endometrial biopsy, hot flashes, dysmenorrhea, endocervical squamous metaplasia, incision site pain, rash trunk and urinary retention. In (B)(6)2010, the patient had essure inserted. In (B)(6)2011, the patient experienced migraine ("migraines / headaches"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6)2015, the patient experienced ovarian cyst ruptured ("tubes), tumor / teratoma / cancer: ovarian cysts ruptured"). In (B)(6)2017, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced abdominal pain ("abdomen pain"), pain in extremity ("pain legs"), back pain ("back pain"), dry skin (" dry skin") and pruritus ("itchy dry skin"). The patient was treated with surgery (total hysterectomy (full) and bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia, migraine, pain in extremity, back pain and dry skin had resolved and the dysmenorrhoea, ovarian cyst ruptured and pruritus outcome was unknown. The reporter considered abdominal pain, back pain, dry skin, dysmenorrhoea, dyspareunia, menorrhagia, migraine, ovarian cyst ruptured, pain in extremity, pelvic pain, pruritus and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2010: total bilateral occlusion. Lot number: a36514 manufacturing date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs received : previously reported event of medical device removal updated to pain. Following events were added : abnormal bleeding (vaginal,menorrhagia), dysmenorrhea, dyspareunia, migraines / headaches, itchy dry skin, tumor / teratoma / cancer: ovarian cysts ruptured, leg pain, back pain, abdomen pain, dry skin. Reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 32-year-old female patient who had essure (batch no. A36514) inserted for female sterilization. In 2010, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: I was told the device was in place. Lot number: a36514. Manufacturing date: 2012-08. Expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year-old female patient who had essure (batch no. A36514) inserted for female sterilization. In 2010, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: I was told the device was in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs received:product lot number added. Event injury nos changed to medical device removal. Case became incident. Lab data, product removal date were added. Patient date of birth,reporter were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.